Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they were in a lot of pain. Patient said they had their stimulator on intensity 14 but stim was not helping them today. Agent asked, patient said they'd hurt before today, but usually stim would help some. Patient said stimulator was put in for their foot pain, but said ever since implant, they would have pain on the side of their side under their breast from the stimulator (clarified the meant whenever stimulation was on). Patient said their side pain was sharp, sharp pain. Patient also mentioned they had told the manufacturer representative (rep) about the pain in their side in the past and said they were going to go for a pain pump now because the stimulator wasn't working for them. Patient said they were denied for the trial for the pain pump, but their physician (who is doing the pump) is working on an appeal. Patient connected to the mystim app and confirmed stim was on, they were on group a and intensity was 14, which was the setting they were normally on. Patient tried to increase stimulation, but said it hurt more when they increased. Patient then tried to decrease stim, but then said their foot still hurt terrible. Agent reviewed patient could try different groups to see if that would help. Patient tried different groups but said all but e still didn't help that much. Patient said group e was helping maybe a little better, so they would try that group for a while. The patient was redirected to their healthcare provider to further address the issue. Patient said the office was closed for the day now. Patient also mentioned their doctor has them no pain meds at night, but those don't start until "3".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Code deleted ime: e2131. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.